Event description:
During implant procedure, the device was found in backup vvi mode. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device was confirmed in backup vvi when it was received for analysis. The device entered bvvi due to parity errors. The device continued to operate normally at room temperature. It is believed the cause of the bvvi was exposure to an extreme temperature.